Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the doctor was unable to use the lens due to a haptic defect. There was no patient harm.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code should have been a0401 instead of a040609. The manufacturer internal reference number is: (B)(4).